Event description:
A pt was being transferred from admitting to holding to the pt care unit. While in the elevator, the pca pump fell off the IV pole and hit the pt on the lower right leg just above the foot. The pt has a bruised area at the site. The right foot, leg and knee were x-rayed. The radiology findings for all three x-rays were negative for fracture.